Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. H2) additional information: h10 updated.

Event description:
It was reported that the patient stated that they nearly "passed away" after both defective pumps malfunctioned. Both pumps will stop infusing in a few hours, with "no disposable alarm" sounding. To date no specific details have been provided about adverse effects experienced by the patient.

Manufacturer narrative:
E1: initial reporter facility name; (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.